Event description:
Customer complaint: limited data available. Customer complained of device wire has split, causing an electrical shock.

Event description:
Customer complaint - limited data available. Customer stated that the device had a split wire that caused an electrical shock.